Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged pump have beeping and logo of medtronic flashing on the display. Pump received with beeping and logo of medtronic flashing on the display. Unable to perform self test, sleep current measurement, active current measurement and displacement test due to logo of medtronic flashing on the display. Perform cut and open pump visual inspection found moisture damage on electronic assembly, internal battery connector, and motor. Swapping out test boards confirms display anomaly is isolated to pcba 1. Unit had scratched case, cracked case (battery tube). The test p-cap locks properly in place in the reservoir compartment noted. In conclusion, customer alleged have beeping and logo of medtronic flashing on the display due to moisture damage pcb1. (B)(4).

Event description:
Information received by medtronic stated that the insulin pump had a flashing display. No harm was required during medical intervention. The insulin pump was returned for analysis.